Event description:
It was reported via social media comment that the patient passed away. It was stated that the patient started having non-stop seizures and brain swelling. The patient was declared brain dead several days later. Follow up with the funeral home revealed that the device was disposed of. It was also reported that, per the medical professional's report, the main cause of death was due to brain death and the subsequent listings were cardiac pulmonary, seizures, and other contributing factors - chronic seizure disorder. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the cause of death was attributed to brain death, secondary to anoxic encephalopathy, secondary to cardiopulmonary arrest, secondary to status epilepticus, secondary to intractable seizure disorder.